Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a residual liquid or foreign material come out of suction connector of endoscope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from provided information. Olympus could not specify the cause of the foreign material remained in the device from the provided information. In addition, the following reportable malfunctions were identified during the device evaluation: olympus will continue to monitor field performance for this device.